Event description:
It was reported that the patient had an end of service (eos) message. The patient saw their gastrointestinal health care provider (hcp) about a week ago and the implantable neurostimulator (ins) was checked and was found to be depleted. It was noted that the patient had not had a return of symptoms as of yet but they were looking for an hcp in the area that could replace the device as the patient¿s hcp had relocated to a different area. It was stated that the ins was only a year old. It was noted that the manufacturer representative would work on finding an hcp in the area for a replacement.

Manufacturer narrative:
Concomitant products: product ID 4300-35, serial# (B)(4), implanted: (B)(6) 1995, explanted: (B)(6) 2002, product type lead; product ID 4300-35, serial# (B)(4), implanted: (B)(6) 1995, explanted: (B)(6) 2002, product type lead. (B)(4).